Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer had the pump outside in the sun at an approximate temperature of 83 to 84 degrees (fahrenheit) and the pump declared a temperature alarm and subsequently shut off. The customer's blood glucose level ranged from 220 to 230 (mg/dl). The customer connected the pump to a power source to charge and the pump turned on, however an altitude alarm occurred. The customer loaded a new cartridge and resumed insulin delivery.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, no failure related to the attitude alarm was identified. The temperature alarm and shutdown could not be investigated as the pump was not returned.